Event description:
Customer received result of 24.3 mmol/l on the mobile system and result of 7.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system; test strips have been discarded.